Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm. The device had a severely scratched display window, scratched reservoir tube window and cracked reservoir tube lip. There was no moisture damage on the electronics assembly or motor assembly. (B)(4).

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was over 500 mg/dl. Customer experience trouble breathing, dehydration and frequent urination. Customer treated their high blood glucose with a manual injection. Customer believed they smelled insulin. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer received the no delivery alarm during bolus delivery. Customer was able to resolve the issue with a complete set change. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.